Manufacturer narrative:
(B)(4). Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient was revised due to failed hip arthroplasty. Patient was experiencing pain and instability. Pre operative images identified eccentric positioning of the right femoral head and osteolysis in zones 1-3 of acetabulum and proximal femoral region. The acetabular liner was worn superiorly. Significant scarring of the capsule was observed. The locking ring, liner, and head were replaced. No other findings related to the event were noted. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined.   If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03951. 0001825034 - 2020 - 03952. 0001825034 - 2020 - 03954.

Event description:
It was reported the patient underwent right total hip arthroplasty. Subsequently, patient underwent a revision procedure approximately 21 years later due to pain, instability, implant wear and osteolysis. The head and liner components were removed and replaced. Cup and stem were retained. No further event information available at the time of this report.